Event description:
12/02/2020 13:39:25 pst (B)(6) (clevel1) phone +(B)(6) per china: the customer's blood glucose is normal, didn¿t require medical treatment. The customer complained that pump¿s battery compartment one side broken. *no further details given* customer; (B)(4). Purchase date:01/17/2017 in warranty RMA requested date of report*:30/11/2020. (Dd/mm/yyyy) complaint taken by*: (B)(4) email of employee taking complaint*: ((B)(4)).

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, broken battery tube threads, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, broken belt clip slot, stained address/serial number label and stained end cap sticker. In summary, pump have broken battery tube threads was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.